Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist restarted the cabinet using the power switch and then turned on the aio using the power button to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawers are offline. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.